Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced thrombosis after implantation and passed away. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left ica aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 9 mm and neck diameter 2.5 mm. Landing zone (artery size): distal 3 mm and proximal 4 mm. The patient¿s vessel tortuosity was severe. The patient¿s date of death was on (B)(6) 2024. The cause of death and circumstances surrounding the death was a large ischemic stroke. The case was planned using sim< (>&<)>size. The procedure was successful, the flow diverter was positioned as intended and opened completely. The patient was on clopidogrel and aspirin since march because of the tia, therefore ticagrelol was not administered. Usually, the doctor gives brilinta for flow diverter patients. After the procedure the patient woke up went to the shower. After the shower the patient collapsed and was rushed into intensive care. No alleged product issue was identified. Dapt (dual antiplatelet treatment) was administered (pru level was not measured). The angiographic result post procedure was excellent.

Event description:
Additional information received reported that the death was caused by a large ischemic stroke which happens to be in the internal carotid artery (ica) where flow diverter was implanted. The patient was hospitalized prior to passing with a diagnosis of brain aneurysm. The cause of the thrombosis was not determined. Thrombus caused ais, but the exact location was not determined. It could have been ica or flow diverter thrombosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.